Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 222 mg/dl at time of incident. Another blood glucose level was 232 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip in hospital and emergency room. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting and headache. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.